Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow up, two episodes of inappropriate anti-tachycardia pacing (atp) delivery were observed. The atp was delivered due to noise oversensing on this right ventricular (rv) lead. The oversensing was recreated in clinic with maneuvers and the physician elected to program tachy therapy to off. The patient has been hospitalized until an rv lead revision can be performed. Further review revealed an increase in pacing thresholds and a slight decrease in sensing amplitudes. Additional information was received that a revision procedure was performed and this rv lead was explanted and discarded. No additional adverse patient effects were reported.